Manufacturer narrative:
Date of birth: (B)(6) 1974. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side device rupture diagnosed by MRI and confirmed at explant. A double capsule was also observed at explant. Device has been explanted and replaced.